Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 730 mg/dl and insulin injections were administered in an attempt to lower the bg level. The customer did not know the cause of the high bg; no issues were observed with the cartridge, infusion set tubing or cannula. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with insulin injections and fluids. On (B)(6) 2017, it was reported that the customer had been discharged from the hospital.